Event description:
Segments were missing on the meter. The last time the patient tested on the device was 1.5 weeks ago. There is no information on what the readings were on the patient's meter or the physician's meter. There is conflicting information on whether the patient was treated. Customer services sent the patient a replacement meter. Based on the information provided at this time, there is no evidence of a serious injury.